Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2012-00009. During a myosure procedure for uterine tissue removal, the physician saw a perforation at the fundus "via laparoscope". The physician noted " the perforation likely took place during the sound and/or dilation but could not confirm". No medical intervention was needed to treat the perforation. It is noted that the fluid deficit was "820". Normal saline was used as the distention media. A dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the procedure. It is not known when this perforation occurred or what instrument may have been the cause. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis of the myosure hysteroscope can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. (B)(4).